Event description:
The customer reported that moisture was found inside the lens of the endoscope. The endoscope could not be used to harvest the saphenous vein, so the case was converted to open in order to complete the procedure. No other complications to the pt were reported.